Event description:
Additional information was received from patient. It was reported that cause of the issue was faulty transmitter. Replacement of the device resolved the issues.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that in the last 2 days the patient was having multiple problems. When the patient would turn on the controller and go to recharge the implanted neurostimulator (ins) the controller would turn off. The controller would start the charging process and then shut itself off arbitrarily. The patient noted they saw one screen that said they needed to replace the battery. The patient (pt) was able to charge their implantable battery yesterday. Pt disconnected immediately due to needing to take another call. Pt will call back in. The patient mentioned that when they tried to charge their implant and they're laying still all of a sudden after 20-30 minutes the screen would show not charging at all and this problem happened 6 times. Pt added there's one time they saw replace the controller batteries soon. Pt continued and mentioned that implant charging will take 3 hours because of trying to get the device connected or to reset the controller was needed. Agent had patient reset the controller and checked for physical damage. The patient confirmed no damage on the battery compartment, battery pack, and recharging paddle. Agent had pt blew air into the controller port and attempted to charge the implant however pt stated they needed to prepare for work and was unable to continue with the troubleshooting. Pt asked if they could have their battery replaced. Agent provided information to pt and advised them to callback to continue the troubleshooting. Pt will do so. Additional information was received from the patient. The patient stated that this morning while charging their implant the charge quality went from excellent to poor and then back to excellent. The patient connected the recharger and screen displayed recharging excellent with the controller at 70% and implant at 50%. Patient stated, without them touching the controller, the screen displayed finished. Agent had patient disconnect and reconnect the recharger; patient reported excellent and then poor recharge quality. Agent sent request to repair for replacement recharger. Pt called back stating they had the recharger telemetry module (rtm) replaced but still had trouble recharging the implantable neurostimulator (ins). When recharging the ins it would all of a sudden cut out shutting off saying finished even though the ins charge would be at 40% or 30% charge. Sometimes the stimulation would say it was off as well when recharging the ins. Pt noted also, they were using a higher frequency mode for their programmed therapy and since then in the last month they had more difficulty since stimulation had shut off 2 or 3 times. Patient and technical services(pats) redirected to healthcare provider (hcp). Pt said they will meet with their manufacturer representative (rep) tomorrow. Pats closed case.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID 9 7755-s serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.